Manufacturer narrative:
A veran representative went on-site to perform troubleshooting on sept. 13, 2022, and again on oct. 5, 2022. After the veran representative replaced the dvi to dvi cable with a dvi cable provided by the hospital, the reported issue (static/sparkling on the screen) did not occur. The veran representative tested the system with the original cable and the issue occurred again. Once the hospital-provided dvi cable was re-installed, the issue was resolved. Research and development at veran performed testing with five sys-5100 (spin vision video processor) and two lots of dvi to dvi cable. The static/sparkling image was replicated across all dvi cables and sys-5100 combinations. It was determined the issue only occurred when single-use bronchoscopes were used with the sys-4000 that are configured with an sys-5100. At that time, it was determined that an incorrect dvi cable had been supplied. Replacing the incorrect dvi cable with the correct dvi cable resolved the video quality issues. A subsequent recall was initiated for the replacement and return of the incorrect dvi cables. This event is being reported in response to an observation from an external inspection. There has been no associated harm attributed to the reported event. We will continue to monitor and trend similar incidents.

Event description:
The customer reported that during a procedure set-up in the endoscopy suite, after the doctor plugged an ins-7130 (spin vision single-use flexible bronchoscope) into the sys-5100 (spin vision processor), which is a component of the sys-4000 (spin thoracic navigation system), the image was showing static/sparkling on the screen. White balancing and cfs were pressed a few times to try and correct the issue. The bronchoscope was unplugged and re-plugged without success to correct the image issue. There was a 10-minute delay in the procedure, however the intended navigated procedure was reportedly completed. There was no impact on the patient due to the delay or the reported issue.